Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. On evaluation of the returned device, it was noted that the needle was exposed from the sheath. The needle measured approximately 97.1cm from the hub. The tip of the needle was broken and was not returned. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1303410 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations "the targeted area was the #2 medial. The needle was in the straight position. They were intending to sample a lymph node. The physician was having trouble extending the needle out. Once he got the needle extended out, the patient coughed really really hard. The needle broke off into the bronchial. They had to retrieve the needle with a forceps. They stopped the procedure after the needle was retrieved. The patient is ok."